Event description:
The following description of the event was documented by a carefusion technical support specialist in response to phone conversations with a user facility representative. "Customer claims the internal and external batteries only lasted 10 minutes each while on a patient, the ventilator was removed from the patient and the patient was placed on another ventilator, they claim there was no harm done to the patient. Instructed customer to reset the battery charging cycle, after the batteries are completely charged, test them and see if they last as long as they are supposed to. Customer claims they haven't replaced the batteries on this ventilator for about three years. Customer is going to follow our suggestions and if the problem is not corrected he will call us back." "We follow up with our customer regarding this problem, he claims he reset the battery charging cycle for both batteries and the problem was not corrected. They are aware the batteries should be replaced every 2 years. They order the batteries from us and they are waiting for these parts."

Manufacturer narrative:
On (B)(6) 2015 carefusion requested additional information via email from the user facility on the reported event. As of (B)(6) 2015 there has been no response from the user facility. The carefusion technical support specialist determined that the most likely cause of the reported event was the device's internal and external batteries were not replaced at the carefusion recommended replacement interval of every 2 years. The user facility reported that they have ordered replacement internal and external batteries to repair the device and return it to service.